Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1- (B)(6) e1- (B)(6)

Event description:
During a therapeutic hepatobiliary surgery the scope had no image. This led to a surgical prolongation less than 30 minutes. The procedure was completed with a backup device and there were no reports of patient harm.